Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported last saturday night, there was a bad storm near the patient's home and indicated that lightning had struck very close to their home. After the lightning, the patient got a bad headache and the patient's tremor was much worse. They were using their medications as usual and the patient checked their 3 deep brain stimulation (dbs) system. They were all on. The patient was having some symptoms but this was not a return to baseline symptoms. They were seen in clinic yesterday, each system was checked and all looked fine. They noted that only one system had an impedance check done with therapy z was 52 ohms. The healthcare provider (hcp) does not think the symptom return is related to storms, but maybe anxiety or the change in barometric pressure. The patient is anxious by nature with anxiety unrelated to deep brain stimulation (dbs). The patient is still having some tremor, feeling off, and symptom return was general in nature physically and not associated with any specific part of the body or specific device. The hcp is going to monitor/see if the patient's symptom resolve with time.